Event description:
Additional information reported that the battery was unable to hold a charge but the diagnostic testing showed otherwise. There was no injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. It was further stated the ins was functionally okay. Testing of the ins showed that the trace file memory of the ins was recording recharge times accurately. It was stated there were no issues recharging the ins at room or body temperature. It was noted the length of time the battery lasted between recharges was normal. It was additionally stated the ins clock was set approximately two hours ahead of the central time zone. It was indicated the patient was from the eastern time zone and the change back from daylight savings time may explain the extra hour difference. According to the trace report taken from the ins, it was reported the last three recharges showed 0 bars of coupling 5-7 minutes into the recharging session. The other three recharges had 6 bars of coupling 5-7 minutes into the recharge session.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the recharge statistics were not matching what the patient had reported regarding charging. The patient recharged the day prior to report, however no history of it being charged the day prior. Recharging sessions only lasted 4 minutes, and coupling was at 3-5 bars. The patient did not charge at the times indicated by the recharger. The implantable neurostimulator (ins) battery was too low to communicate with. An antenna locate test was used to check depth and it was determined "the ins was a little deep." The recharger could get 6 coupling bars (out of 8) max. The patient reported getting an over-temp message. The patient had tried two rechargers, and they both got the over-temp message. The patient kept seeing the "call your doctor" message, but no error code. It was also reported the patient had a shocking sensation while showering, when the water hit her back. Additional information received 4 days later reported the patient was booked for a surgery the next day. The ins was going to be moved to the right abdomen. At the time the device was charged to completion, but it took 13 hours. After the surgery it was reported the device was explanted and replaced, and the new ins placed in the right abdomen. The patient was doing well.

Manufacturer narrative:
Product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n314553, implanted: 2012 (B)(6), product type accessory; (B)(4).